Event description:
It was reported that the dexcom g7 sensor failed to pair to the ilet, generating alert 119, after which the user verified the correct pairing code and started a new g7 sensor on the ilet with pairing and warmup initiated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an intermittent communication failure associated with interoperability between the ilet and the dexcom g7, with the problem linked to the device¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.